Manufacturer narrative:
(B)(4). Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected insulin flow blocked alarm/no unexpected pump error noted during testing, however device alarmed pump error alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced hyperglycemia. Customer's blood glucose level was 540 mg/dl and the time of incident and the other blood glucose level was 130 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer stated that insulin pump passed the high performance test. The insulin pump will be returned for analysis.